Event description:
It was reported that during a laparoscopic ventral hernia repair the fixation device only dispensed 12 anchors. The gun locked out after 12 firings. The anchors would not fix themselves into the fascia. Another fixation device was opened to complete the case. There was no pt consequence. One device returning.